Event description:
Information received indicates the valve was explanted due to central regurgitation and stenosis noted by cath and echo prior to retrieval. Cuspal stiffening and non-structureral dysfunction relating to pannus overgrowth formation and paravalvular leak was also reported. The valve was replaced with no additional complication reported.

Manufacturer narrative:
H3 analysis: the device has recently been returned to manufacturing for evaluation. Product analysis is in progress. A supplemental MDR follow-up report will be sent to FDA with results of the device evaluation. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: an exact cause has not been determined for the reported event.